Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve (B)(4), the valve moved out of the annulus. The valve was snared above the sinotubular junction, and moved into the ascending aorta. A second corevalve (B)(4) was implanted successfully with an implant depth of 6mm. Severe paravalvular leak (pvl) was noted. Two balloon aortic valvuloplastys (bavs) were conducted, reducing the pvl to moderate. Complete heart block (chb) occurred during the procedure, treated with temporary pacing and vasopressors. A right femoral artery perforation occurred during the femoral artery closure, and prolonged bleeding was noted. It was noted that the physician felt the perforation was caused by the delivery catheter system. The perforation was treated with deployment of a stent. Hypotension occurred following implant. A transesophageal echocardiogram (tee) revealed pericardial effusion. An emergent pericardial window was performed, and a chest tube was inserted. Aortic annular disruption (rupture) was noted at the time of the emergent sternotomy. The patient was admitted to the operating room for reintervention. There was acute blood loss and multiple transfusions were given to try to save the patient. Additional information was received that 1 day following impl ant the patient died. The cause of death was cardiovascular. It was reported that the physician noted the death may have been related to the valve. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Medtronic received additional information from a representative at the treating facility that during the implant of the first corevalve, the valve had dislodged at final deployment. Per the operative notes, the physician stated the dislodgement was likely due to the calcification in the sub-annular apparatus. A second valve was deployed at the correct implant depth with severe paravalvular leakage which was reportedly due to a calcific ridge. Post balloon aortic valvuloplasty was performed (using both 22 and 23mm zemed balloons sequentially) however was complicated by a pericardial effusion with hemorrhage tamponade and hypotension. The tamponade was relieved by blood evacuation to minimal drainage and then a chest tube was placed in the pericardial space. Prior to leaving the cath lab, the patient became unstable again and a repeat echocardiogram revealed re-accumulation of fluid around the heart. For this reason, sternotomy was indicated. The patient was brought to the operating room and explant of both corevalve¿s was performed. Aortic valve replacement was required using a 19mm bioprosthetic tissue valve along with replacement of the ascending aorta and repair of the right and left femoral arteries. The patient subsequently expired, and the principal investigating physician noted the death was related to the annulus rupture with the two balloon aortic valvuloplasty¿s having contributed to the rupture. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that an access site complication occurred during closure in which a perforation occurred at the right femoral artery. The operative note states that a perclose device was used at the acccess site and at closure when the perclose sutures were deployed, the suture pulled through the arteriotomy. Continued bleeding prompted the use of a stent to resolve the perforation. The operative notes make no indication the perforation was caused by the dcs and the perforation occurred after the introducer sheath was removed. Access site complications and perforations are known potential adverse events during a femoral access procedure; in this event the most likely cause was the closure device.

Manufacturer narrative:
The product has not been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Corrected data: upon recent review of the previous medwatch report submitted, it was noted that the following fields were not listed and the information has been added. If information is provided in the future, a supplemental report will be issued.